Manufacturer narrative:
E1. Initial reporter address: (B)(6). H.6. Investigation summary: no customer photos or customer samples were received for review and analysis. Additionally, 30 retain samples were subjected to a visually inspection for missing label. 0 of 30 retain sample failed. Therefore, bd is unable to confirm the customers reported defect based on retain sample testing. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that product labels were missing on the tubes of one shelf pack. There was no health impact or consequence reported.